Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on april 29, 2025, with lot number 2527215. Based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as fold flaw opening. As per the investigation procedure, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation". This record is for the left side. The device was explanted and replaced.

Event description:
Healthcare professional reported "deflation". This record is for the left side. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: deflation. Clarification to d6a partial implant date: 2015 was provided.